Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 03-dec-2013, UDI#: (B)(4), product ID: 3778-60, serial/lot #: (B)(4), ubd: 08-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated she fell (B)(6) 2019. The patient noted she fell twice and hit her back, and x-rays were taken after the fall. From the x-rays taken, it looks like there could be a problem with the leads where the patient fell. On friday night the patient's husband was trying to adjust the setting the programmer and the patient started feeling a shocking sensation between her shoulder blades. The patient stated the system is currently on, but is afraid to put the programmer near it. The rep is planning on meeting with the patient to do reprogramming. No actions have been taken at this time and the issue has not been resolved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient fell back on (B)(6) 2019 and again the following friday (B)(6) 2020. The patient said that about 2 weeks ago their spouse was using the patient programmer to turn the ins on and the patient got a shock when the ins and programmer connected. The rep stated they read the ins and all the impedances were normal, the stimulation was covering the patient's back and legs as they needed it but the patient stated the stimulation was starting to move up to the shoulder area. The rep tried to connect with the patient programmer after programming and the patient felt a shock when the device connected to the ins. The rep wanted to have the programmer replaced. It was suggested that the patient follow-up with the hcp if the new programmer did not resolve the issue. A replacement patient programmer was sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type lead, product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that when putting the programmer close t o the implant it was causing shocking sensation to the patient's shoulder. The rep was trying to schedule a meeting with the patient to check her system, however, patient was reluctant since she was concerned about getting shocking sensation again. Rep reported the patient fell 2x in (B)(6) 2019 and (B)(6) 2020. Patient's hcp wanted rep to meet patient for reprogramming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.